Event description:
It was reported the device was not meshing properly. There is no harm or delay reported. The issue occurred when ratcheting the handle on the mesher to put the carrier through with a skin graft on the carrier. The product has been getting increasingly tighter and not be able to smoothly glide the carrier through the mesher by ratcheting, like it is supposed to. There was a 15 minute delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/final report will be submitted once investigation is complete. G2: foreign country: canada.

Event description:
No additional event information is available.

Manufacturer narrative:
Review of the most recent repair record determined the unit was found to be out of calibration. The sliding pin, spring, shoulder bolt, washer, and ratchet set screw were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. F any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.